Event description:
It was reported that a pt with metastatic breast cancer had a CT scan of her chest, abdomen and pelvis. She was receiving doxil (liposomal doxorubicin a radiosensitizer). She developed what was described by the pt as a severe "sunburn" with peeling from the neck down to the pelvis. The physician saw the pt approx one week later and the pt presented with a "suntan."

Manufacturer narrative:
Ge healthcare's investigation showed the CT dose provided to the pt (ctdivol of 25.82 mgy) was not excessive and not expected to generate skin effects solely from the radiological exam. The investigation concluded that the pt's skin condition to be radiation recall, a known skin reaction that can occur after radiation (ionizing as well as ultraviolet). Doxil, the drug that was given to the pt prior to the exam, is well known in this context and is documented in the drug labelling. The sys was evaluated and is operating within specs.